Manufacturer narrative:
Qc prior to and after the event was within the laboratory's established ranges. A field service engineer (fse) was on-site prior to this event for a different issue and dis-assembled and examined the ion-selective electrode (ise) system and no issues were found. Fse re-assembled and verified performance. Fse went on-site after this event, re-examined the system and again found no issues. Performance was verified. Per fse, pre-analytical variables are suspected.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na), chloride (cl), calcium (ca) and co2 results generated by the unicel dxc 600 pro synchron clinical system during the night shift of (B)(6) 2011 -(B)(6) 2011. No erroneous results were reported outside of the laboratory. The samples were repeated on a different instrument which gave lower results and those results were reported outside the laboratory.